Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced brief sharp pain near her collar bone. It was also noted that the right ventricular (rv) lead exhibited high sensing integrity counts (sic). A recent collar bone break was noted and a lead crush was suspected. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis revealed that the there was a lead insulation breach (in-vivo) where the outer insulation was kinked/buckled. Additionally, the exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress, there was blood on a defibrillation conductor and it was not obstructed, the there was a lead insulation breach (in-vivo) where the overlay tubing was kinked/buckled. Analyst comments also noted that both the overlay tube and outer insulation is breached at 38.2cm, with blood visible inside svc internal conductor. Appears something was rubbing the insulation and is also somewhat kinked. The exposed svc coil is also distorted at 39.2cm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.